Event description:
Prior to a coronary drug eluting stenting treatment procedure the tip of the stent shaft broke. The target lesion was located in the right coronary artery (rca). During preparation the stylette was removed from the stent delivery system, the tip of the delivery system broke and came off with the stylette. The device was not used. No pt complications were reported. The pt's status is reported as 'stable.'